Manufacturer narrative:
(B)(4). Additional information: batch # m9102c. Conclusion: the analysis results found that the el5ml device was received in good visual condition. In addition, one sheet with five pictures that shows malformed clips was received along with the instrument. Upon cycling, the instrument was noted to be empty and locked out. The device is designed to lock out when all the clips have been fired; therefore a potential cause for the incident reported by the customer of the jaws jamming is the activation of the lockout mechanism. Due to the condition of the device, no functional testing could be performed to evaluate the incident reported. No conclusion could be reached as to what may have caused the reported event of clip malformation. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Additional information was requested and the following was obtained: does mis-aligned mean clips were malformed or not forming properly? Answer is yes.

Event description:
It was reported that during a laparoscopic appendectomy procedure, the clips mis-aligned and the jaws jammed. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.